Event description:
It was reported that the ilet bionic pancreas displayed recurrent alert 38 requiring restart during use, including when attempting to announce a meal, and the alert persisted after a restart; the user was using fiasp insulin from a vial and had already tried supplies from a different lot, and a replacement device was provided with return instructions. Symptoms included hyperglycemia with a reported maximum of 261 mg/dl and elevated glucose throughout the day, without loss of consciousness or other acute complications. Outcomes included use of backup therapy via an outside insulin injection, no ketone testing, and no medical intervention or hospitalization. Investigation included user education on supply change and restart procedures, review and replacement of the implicated device, and coordination for data synchronization and shutdown prior to return. Investigation of this device revealed a device malfunction consistent with a persistent alarm/restart condition; repeated occurrences across multiple devices were flagged for review and training, with no evidence of user error identified during troubleshooting. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.